Event description:
Event description guidant received information that this device was fine during trans-telephonic monitoring three weeks ago. Today, the battery is dead. The patient was brought into the hospital due to an underlying rate of 30. The device was successfully explanted and replaced.